Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) screen displayed a warning to replace the battery. There was no patient harm or injury reported.

Manufacturer narrative:
Another contact info: (B)(6) updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields: e1 (event site telephone). A getinge field service engineer (fse) inspected the unit and was found that one of the batteries in the iabp was from getinge and had exceeded its expected replacement lifespan of one year. Other battery, it's not a getinge battery. The fse replaced the two li-ion battery pack. The batteries were tested and confirmed to be functioning normally. The unit passed all functional and safety checks.

Event description:
N/a.